Event description:
Surgeon was removing the pump and apparently one of the catheters might have gotten caught on a stitch and a 1-11/2" piece broke off in the patient. Surgeon states that it is not in the pleural space, but on top of the ribs. He does not feel that it poses a risk to the patient to leave in and discussed it with the infectious disease doctor who also did not think it poses a risk of infection. Surgeon recommended patient monitoring.